Event description:
It was reported that during this implantable cardioverter defibrillator implant procedure, high shock impedance measurements over 200 ohms were noticed. Different kinds of troubleshooting were performed but these measurements remained. The physician decided to complete the implant procedure and check this issue while the patient was in recovery. Reportedly, the measurements remained after surgery and technical services recommended to perform a commanded shock to test the system further suspecting a connection issue that could require a revision. Reportedly, the commanded shocks were not performed due to physician's discretion, and it was decided to surgically abandon and replace this right ventricular (rv) lead. During the revision, this rv lead was disconnected and reconnected. However, the shock impedance always remained out-of-range. No additional adverse patient effects were reported.